Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - volista standop 400. According to the customer allegation during the operator's handling of the surgical procedure, the dome hit an air filter in the false ceiling of the operating room, causing it to fall on the surgeon's head. The air filter was hit because the height of the spring arm was not correctly adjusted. Medical intervention was required on the surgeon who was affected. The surgeon received 4 stitches for a cut to his head. Spring arm height adjustment of both domes was performed, repair was completed, the arm movement tests carried out with positive results. The outcome as described is consider to meet the definition of a serious injury. (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The initial reporter was the clinical engineering team. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of d1 brand name, d4 catalog #, d4 version of model #, d4 unique identifier (UDI) #, b5 describe event and problem and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous d1 brand name: volista standop 400. Corrected d1 brand name: standop volista®. Previous d4 version of model #: ard568852963. Corrected d4 version of model #: ardvst229019a. Previous d4 catalog #: ard568852963. Corrected d4 catalog #: blank . Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous b5 describe event and problem: on 22nd september 2023 getinge became aware of an issue with one of surgical lights - volista standop 400. According to the customer allegation during the operator's handling of the surgical procedure, the dome hit an air filter in the false ceiling of the operating room, causing it to fall on the surgeon's head. The air filter was hit because the height of the spring arm was not correctly adjusted. Medical intervention was required on the surgeon who was affected. The surgeon received 4 stitches for a cut to his head. Spring arm height adjustment of both domes was performed, repair was completed, the arm movement tests carried out with positive results. The outcome as described is consider to meet the definition of a serious injury.

Event description:
On 22nd september, 2023 getinge became aware of an issue with one of surgical lights - volista standop 400. According to the customer allegation during intubation of the patient, the dome hit an air filter in the false ceiling of the operating room, causing it to fall on the surgeon's head which led to a lacerated-bruised lesion. The air filter was hit because the height of the spring arm was not correctly adjusted. Medical intervention was required on the surgeon who was affected. The surgeon (anesthetist) received 4 stitches for a cut on his head and returned to work after a few days. There was no injury of the patient reported. The procedure was moved into another operating room and completed. Spring arm height adjustment of both domes was performed, repair was completed, the arm movement tests carried out with positive results. The outcome of the operator as described is considered to meet the definition of a serious injury.